Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was evaluated. The reservoir failed inspection due to being too loose to connect or release to a lab infusion set.

Event description:
Customer reported via phone call that they have a cap anomaly. The blood glucose reading is 131 mg/dl. Customer states that their insulin pump does not lock.